Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen generator and the foot pedal was "stuck". It was reported by the caller that the physician stated that the foot pedal was "stuck" and not clicking like the others do. A foot pedal from another lab was used to complete the procedure. Device evaluation details: the product evaluation has been completed. The foot pedal cable was damaged, so it was replaced. A device history record evaluation was performed for the finished device number, and no internal action related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen generator and the the foot pedal was "stuck". It was reported by the caller that the physician stated that the foot pedal was "stuck" and not clicking like the others do. A foot pedal from another lab was used to complete the procedure.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, no catheter information was provided. Therefore, we are processing this MDR with the "qdot micro¿ catheter" which is the most commonly used ablation catheter with this system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On 22-aug-2024, additional information was received indicating a qdot catheter was used in the procedure. The foot pedal stuck issue was recognized during equipment set up so it was not used for ablation. This was not a stereotaxis/ rmt lab or case so no magnets were nearby. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).